Manufacturer narrative:
The returned spacer was analyzed, and visual inspection revealed that the spindle cap was completely sheared off from the implant body. The actuator shaft and spindle were found outside the main body. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and or manipulation of the position of the device by gear shifting of the inserter. Therefore, the probable cause is unintended use error caused or contributed to the event. Additional information was received that the initial MDR aware date was 23apr2024.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer was deployed, and the spindle cap broke off of the spacer. There were no patient complications due to the event.

Manufacturer narrative:
The returned spacer was analyzed, and visual inspection revealed that the spindle cap was completely sheared off from the implant body. The actuator shaft and spindle were found outside the main body. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and or manipulation of the position of the device by gear shifting of the inserter. Therefore, the probable cause is unintended use error caused or contributed to the event.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer was deployed, and the spindle cap broke off of the spacer. There were no patient complications due to the event.